Event description:
The customer contact reported concurrent flow. The tubing set was being used to deliver an unspecified solution at an unspecified rate via a symbiq pump. At an unspecified time, the male luer lock adapter of the secondary tubing set was connected to the clave y-site of the primary tubing set to deliver an unspecified solution. At an unspecified time, the nurse noted that the primary and the secondary solutions were delivering concurrently. It was reported that the secondary tubing set was clamped and the pump "began alarming" an unspecified alarm. The secondary tubing set was unclamped and the pump continued to alarm. The pump was removed from clinical service. Therapy was resumed using a replacement pump and reportedly only the primary delivery was restarted. After an unspecified length of time, the nurse reported the secondary solution container had "ran dry" while the primary solution was delivering. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of critical therapy for this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).